Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-03663 for the other associated device information. It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in pancreatic duct of a patient on (B)(6) 2016 as part of the (B)(4) study. On (B)(6) 2016, an ercp was performed and two bsc plastic stents were placed in the patient. One stent was placed in the left biliary system, and the other was placed in the right biliary system. On (B)(6) 2016, a follow-up ercp was performed and revealed a duodenal stricture possibly due to pancreatitis. The bsc plastic stents were removed from the patient. There was no reported device malfunction of the bsc plastic stents. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to include the reported event of pancreatitis is a chronic patient condition and is not considered to be related to the bsc plastic stents.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-03663 for the other associated device information. It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in pancreatic duct of a patient on (B)(6) 2016 as part of the (B)(4) clinical study. On (B)(6) 2016, an ercp was performed and two bsc plastic stents were placed in the patient. One stent was placed in the left biliary system, and the other was placed in the right biliary system. On (B)(6) 2016, a follow-up ercp was performed and revealed a duodenal stricture possibly due to pancreatitis. The bsc plastic stents were removed from the patient. There was no reported device malfunction of the bsc plastic stents. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Updated information based on complaint review performed on november 29, 2016. Per further review of the event, the stent replacement procedure performed on (B)(6) 2016 was planned in order to place a metal stent in the common bile duct and is not considered intervention to treat pancreatitis. Furthermore, the patient¿s pancreatitis was reported to be ¿chronic¿. Therefore, the reported event of pancreatitis is a chronic patient condition and is not considered to be related to the bsc plastic stents. Additionally, there was no alleged malfunction of the plastic stent that could have contributed to the event.